Event description:
It was reported that the patient had his stimulator changed out. Compatibility for the stimulator and a recharger was discussed. It was further stated that the battery had discharged. It was further clarified that the patient did not charge the battery, thus it discharged and was replaced. The leads were left in place. The patient was receiving effective therapy. The patient was able to charge effectively as well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).